Event description:
It was reported the pt is not receiving effective stimulation therapy from his scs system. Reprogramming did not receive the issue. The pt stated he rarely uses his system and would like to have it removed, but his physician has advised against any surgery at this time. The pt stated he would notify sjm if and when he decides to have the system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.